Manufacturer narrative:
Event date is an estimate. Device not returned for evaluation.

Event description:
It was reported that due to difficulty with inflation and once inflated it has easy and spontaneous deflation the patient will have his ambicor penile prosthesis (app) removed and replaced with a spectra penile prosthesis on a future date.

Event description:
It was reported that the patient experienced difficulty inflating their ambicor penile prosthesis (app) and once inflated, it would easily and spontaneously deflate. Information was later received indicating the device was explanted though specifics regarding the procedure were no provided. No patient complications were reported.

Manufacturer narrative:
Event date is an estimate. Upon receipt at our quality assurance laboratory, this ambicor underwent a thorough analysis. The device was visually and functionally tested; however, no damage or leaks were found, and the device performed within specification. Based on the information available and analysis results, the reported clinical observations of inflation issues and spontaneous deflation were not confirmed.

Manufacturer narrative:
B3: event date is an estimate.

Event description:
It was reported that the patient experienced difficulty inflating their ambicor penile prosthesis (app) and once inflated, it would easily and spontaneously deflate. Information was later received indicating the device was explanted though specifics regarding the procedure were no provided. No patient complications were reported.